Event description:
It was reported that the caller experienced an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset and assisted the caller with the process. Following the reset, the error code did not reappear, and the caller successfully started their sensor session.